Event description:
It was reported that generator replacement device interrogation revealed failure to capture and detachment of component on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. The patient was in stable condition.